Manufacturer narrative:
PMA/ 510k number= k160229. The device involved in this complaint is an echo-hd-22-ebus-p-c device of lot# c1233856. The complaint device 1 x echo-hd-22-ebus-p-c device of lot# c1233856 is awaiting return to (B)(4) for evaluation. On return of the device a lab evaluation will be carried out. The customer complaint is considered confirmed based on customer testimony. A possible cause of this complaint is that the needle bent/kinked during use, which in turn resulted in needle breakage and the distal tip of the needle becoming stuck and separating from the device. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not fully in place during advancement of the needle or during sample retrieval. As the device is awaiting return for evaluation and the conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot# c1233856 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0110-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The device was successfully removed from the patient and an x-ray did not reveal any further bleeding. The patient was taken for a chest x-ray to confirm no bleeding. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During one of the passes, utilizing the echotip procore endobronchial hd biopsy needle, the needle got stuck in the tissue. In an attempt to remove the device, the distal tip got stuck in the tissue and separated from the device. The scope was removed, another scope was placed and the tip was successfully retrieved. The patient was taken for a chest x-ray to confirm no bleeding.

Manufacturer narrative:
PMA/ 510k number= k160229. On evaluation of the returned device, the device was returned with the sheath extender component missing and the needle tip broken off from the device. The sheath was examined and a kink was visible below the inner handle when the needle extender was positioned at reference mark 0. It was noted that it was possible that the kink occurred on the return of the device during transportation. A bend in the sheath was confirmed at approx. 12mm from the end of the sheath and was noted to correspond with a bend in the needle. During the evaluation it was noted that the stylet was fully inserted and no issue was noted when advancing / retracting the needle. The needle was further examined under a microscope, it was noted that the needle was broken at the notch of the needle. The customer complaint was confirmed as the distal tip of the needle was returned broken off from the device. A possible cause of the issue could be due to a hard lesion / anatomy. Another possible cause may be down to the movement of the endoscope while advancing the needle. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot# c1233856 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0110-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The device was successfully removed from the patient and an x-ray did not reveal any further bleeding. The patient was taken for a chest x-ray to confirm no bleeding. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report following the completion of the investigation. During one of the passes, utilizing the echotip procore endobronchial hd biopsy needle, the needle got stuck in the tissue. In an attempt to remove the device, the distal tip got stuck in the tissue and separated from the device. The scope was removed, another scope was placed and the tip was successfully retrieved. The patient was taken for a chest x-ray to confirm no bleeding.